Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data indicated battery depletion. The battery voltage curve has an unexpected drop from (B)(6) 2016. Battery voltage was 2.84v on (B)(6) 2016.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a quick decrease in battery voltage and premature battery depletion. The right ventricular (rv) lead exhibited a large decrease in r-wave amplitude. The crt-d was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis found low device battery voltage. When the device was powered with an external supply, the system current drain was nominal throughout the analysis. The device was fully functional and no hybrid anomalies were found. Destructive analysis on the battery found no evidence of an internal li-deposition short. From backlit anode images, intact li was found along the entire anode length with no significant li discharge along the anode edges. The battery successfully completed 4-pulse testing with an average 4th pulse voltage of 2.058 v and a 9.8 second charge time, falling within the 0.1 ¿ 99.9% tolerance bands. A review of the burn-in data showed the battery passed all of electrical requirements for open circuit and pulse voltage prior to shipment. Destructive analysis found no evidence of any electrical short within the battery assembly to account for the premature battery depletion after 23 months of implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.